Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was damaged when she had a head on collision during a vehicle accident. Troubleshooting was performed. The customer stated that she was driving the vehicle. The glucose level at time of her admission to the hospital was 138mg/dl. The customer stated that the device had cracks across the liquid crystal display and the case. Advised the customer to revert to back up plan immediately. No further info was provided.